Event description:
Boston scientific received information that the patient implanted with this this cardiac resynchronization therapy defibrillator (crt-d) was being seen at the hospital for heart failure. However, a pre-syncopal event last between 6-8 seconds was noted due to oversensing of the p-wave. All lead measurements were normal. This was a dependant patient. Technical services discussed troubleshooting and programming options.

Manufacturer narrative:
The lead was surgically abandoned with suspected of a fracture. The device was electively explanted.

Manufacturer narrative:
At this time, all available information indicates that these products remain in service. However, the patient was scheduled to have a revision procedure. This investigation will be updated should further information be provided.

Manufacturer narrative:
Further troubleshooting was request from technical services as it was later reported that there were two further episodes with 10-12 second pauses however the patient was asymptomatic. The impedance measured 1650 ohms consistently and with isometrics measured 650 ohms. Noise could not be recreated.